Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #6 of the patient¿s mouth, non-osseointegration was observed. Thirty-five ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii. Clinician reported loss of buccal bone and dehiscence were present at time of implant removal. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #6 of the patient¿s mouth, non-osseointegration was observed. The 35 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii. Clinician reported loss of buccal bone and dehiscence were present at time of implant removal. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.